Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer fridge bins were not detected on bus due to a faulty irac. A field service engineer replaced iracs - solenoid for single shelf 2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the bins 2.1, 2.2, and 2.3 in the 3d fridge were not detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.